Manufacturer narrative:
Subject device is not available.

Event description:
It was reported in a post marketing surveillance report that a subarachnoid hemorrhage (sah) occurred in the treated lesion during the procedure. The target lesion was left m1 distal. Thrombus aspiration was performed with an aspiration catheter but it did not work. Two passes with a retrieval system (subject device) were then performed and angioplasty was done 3 times with a balloon. Reperfusion was achieved but the sah occurred in the treated area. No medical treatment was performed for the sah as it was not serious.

Manufacturer narrative:
A device history record review could not be performed as the lot number of the device is unknown. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complications to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a post marketing surveillance report that a subarachnoid hemorrhage (sah) occurred in the treated lesion during the procedure. The target lesion was left m1 distal. Thrombus aspiration was performed with an aspiration catheter but it did not work. Two passes with a retrieval system (subject device) were then performed and angioplasty was done 3 times with a balloon. Reperfusion was achieved but the sah occurred in the treated area. No medical treatment was performed for the sah as it was not serious.